Event description:
It was reported that cement mixed for the femur set in 3-4.5 mins. It was further reported that the femoral stem was implanted, but because the cement set so quickly, they believe that there are gaps in the cement surrounding the stem.